Manufacturer narrative:
Investigation summary received twenty-three (23) new 011-h2361 ext set pur smallbore trifuse w/3 clave for inspection. No defects or anomalies noted. Each of the sets was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. Without the return of the used sample a comprehensive failure investigation cannot be performed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 10 cm (4") pur smallbore trifuse ext set w/3 microclave®, 3 rings (red, green, yellow), 3 clamps, rot. Ll, where the customer reported that as soon as the product was placed in the patient and premedication began, there was a leak that started at the junction of the three rings. The incident occurred during use on a patient and the problem was noticed after the patient felt his clothes soaked. It is unknown how long the product was in use, and no medication was used with this product. The set was not reprocessed or re-sterilized prior to use. There was patient involvement and delay in therapy; however, there was no harm or adverse event.